Manufacturer narrative:
Physio-control evaluated the customers device and reported unexpected loss of power could not be duplicated. Unrelated repairs were completed. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that their device cannot operate with only one battery. When one battery is removed, the device would unexpectedly lose power. In this state the device would be inoperable and defibrillation therapy would not be available if needed. There was no report of patient use associated with the reported event.